Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site and anchor implant site. X-rays and a complete blood count (cbc) were performed; however, an infection was not detected. The patient received pain injections in the soft tissue around the cls implant site to resolve the reported event.